Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
On (B)(6) 2012 a thp is placed after diagnosis of osteoarthritis. The patient complained of pain in the back and suffered from the hip. X-rays showed some changes throughout the years - osteolysis around the stem. This gave a suspicion of stem loosening. Bone scan also showed local activity. Surgeon decided to do a revision of the stem on (B)(6) 2016.

Manufacturer narrative:
An event reporting pain and possible loosening was reported. The event was not confirmed. Following a review of the medical records by a clinical consultant incorrect stem selection was confirmed. Method & results: -device evaluation and results: the device was not returned for evaluation. -medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: "the main problem of this case appears to be a mismatch in geometry between accolade tmzf stem and surrounding femoral bone with additional large offset of the right hip. The proximal femoral canal is relatively wide while the distal canal is very thin in diameter. Consequently, the ¿wedge angle¿ or in other words the ¿canal flare index¿ (noble) is high, and higher than the corresponding taper angle of the accolade stem body." Procedure-related factors: - 127° varus stem type in valgus configuration femoral neck increasing hip offset unnecessarily. - not recognising issues related to stem implantation in a high canal flare index femur. Patient-related factors - femur with high canal flare index. - obesity (bmi = 35) device-related factors: - none. Diagnosis: - implantation of a 127° varus stem type in a valgus configuration femoral neck did increase hip offset unnecessarily magnifying the overload condition in femur with high canal flare index that by nature tends towards distal fixation. Patient obesity did magnify the effects as secondary factor." -device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the investigation concluded "implantation of a 127° varus stem type in a valgus configuration femoral neck did increase hip offset unnecessarily magnifying the overload condition in femur with high canal flare index that by nature tends towards distal fixation. Patient obesity did magnify the effects as secondary factor." No further investigation for this event is possible at this time. If devices and / or additional information become available, this investigation will be reopened.

Event description:
On (B)(6) 2012 a thp is placed after diagnosis of osteoarthritis. The patient complained of pain in the back and suffered from the hip. X-rays showed some changes throughout the years - osteolysis around the stem. This gave a suspicion of stem loosening. Bone scan also showed local activity. Surgeon decided to do a revision of the stem on (B)(6) 2016.